Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements, and does not show any performance abnormality, or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter will be analysed by our quality control.

Event description:
The catheter showed e001 after two days of implantation. At the beginning, the value showed normal, and after two days, the value became down and after 1 hour, monitor showed [¿], and then after 2 hours, the catheter showed e001. During this period, no one touched the catheter.